Event description:
On 6/15, facility added a two-minute bleach exposure phase to their reprocessing of hemodialyzers. After bleaching and rinsing with ro water. The dialyzers are packed with < 1% femaldehyde. On the following dates with the following dialyzers: 6/18;30th use, 1st use initiation of bleach step; 6/20;10th use, 2nd use initiation of bleach step, and 3rd use with initiation of bleach step; the tree seperate patients all on inhibitors experienced abdominal cramping and notable hypotension with initiation of tx. In all three cases, the tx's were stopped - blood not returned. Symptoms resolved with either no action or normal saline. Two of the patients are now dialyzing on focus dialyzers with cuphraphan membranes. The third pt's inhibitor was stopped and 48 hours later she was restarted on a new wet pack dialyzer without difficultydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.